Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to defective load cells. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified defective load cells. As part of routine service during testing, the platform was examined and found the drive shaft exhibits binding and resistance. This observation is not related to the reported event. After replacement of the load cell and the deburring the clutch, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed " re-position the patient" message on the user control panel. No consequence to patient reported.